Event description:
It was reported that the user unintentionally navigated to the fill tubing function while attempting to announce a meal and, after confirming they did not press and hold to initiate delivery, was instructed to disconnect from the body as for showering and then completed only the fill tubing step; the event involved the tubing component and constituted an incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem, and a usage problem was identified related to the tubing during the fill tubing screen selection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.